Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's bipolar would remain active. No additional information was provided.

Manufacturer narrative:
Evaluation summary the device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found mechanical damages to the connector. The reported condition was confirmed. The investigation found that the device systematically turns on in bipolar mode. Found a defective low voltage power cable (voltage measured over the range). The investigation isolated the issue to the low voltage power cable, but the cause of the power cable issue could not be identified. The probable root cause could not be determined based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's bipolar was always on. There was no patient injury.